Event description:
It was reported that during a normal device implant, when the physician went to anchor the device, it was found the suture hole was missing. The device was implanted without a suture. The patient will continue to be monitored normally.